Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that only the trocar balloon and lock collar were received. The inflation syringe was received. The trocar balloon had a cut. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the trocar balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral hernia repair, right after the device has been inserted, the first device was inserted and used but when the trocar (step 1) failed to be removed from the balloon, a second device was opened and used instead. When the second device was used, blunt dissection was successful and the surgery begin as per usual. Subsequently, a leak was discovered as there were issues maintaining the pneumo-peritoneal pressure. After investigation, the blunt tip trocar was not inflated and could not hold the blunt tip port in place, thus causing the leak. The blunt tip trocar was removed and replaced with the blunt tip trocar from the from the first device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.